Event description:
Erroneous hemoglobin (hgb) result on a single pt that was generated on coulter gen s instrument. The hgb result was 8.0g/dl and was reported out of the lab. Physician had not believed the low hgb result and had not altered the pt treatment. The pt original sample was rerun on another instrument in their lab. The hgb result was 12.8g/dl. A corrected report has been issued immediately to the floor. No additional info regarding this event was provided by the customer. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.